Event description:
It was reported that the emt was unloading a cot with a patient on it from the ambulance. Reportedly, the cot started to fall as it was exiting the ambulance and the emt tried to catch the cot. Allegedly, the emt sustained a back sprain and was off work for 3 days.